Event description:
It was reported that the anesthesia workstation failed in the system check out test. There was no patient involvement. Manufacturer's reference #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The investigation of the reported event has been completed. Our field service engineer investigated the system and the reported failure was reproduced. According to the information provided by the field service engineer, the issue has been solved by replacing power control printed circuit board. Device logs nor replaced part have been available for further analysis of the issue. The power control pcb manage the power backup battery functions. Its malfunction will not lead to unexpected shutdown. Remaining battery time will be displayed and alarms for limited and low battery capacity will be generated during battery operation. The root cause of the reported issue has not been determined.